Event description:
The manufacturer received information alleging a malfunction occurred on a trilogy ev300 device, in which the ventilator did not deliver the programmed tidal volume when connected to intubated patients. The device was reported to be in clinical use. No specific patient injury or medical intervention was reported. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation.